Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, patient experienced a hardware error. Dexcom technical support advised patient to reset device on (B)(6) 2014.